Event description:
It was reported that leakage occurred prior to use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: while preparing the indwelling needle catheter for the patient, leakage was found in the front end of the indwelling needle tip during the exhaust process, and the indwelling needle was immediately replaced.

Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Five retained samples were leakage tested, and all passed. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred prior to use with an unspecified bd intima-ii. The following information was provided by the initial reporter, translated from (B)(6) to english: while preparing the indwelling needle catheter for the patient, leakage was found in the front end of the indwelling needle tip during the exhaust process, and the indwelling needle was immediately replaced.

Manufacturer narrative:
Describe event or problem: it was reported that leakage occurred prior to use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: while preparing the indwelling needle catheter for the patient, leakage was found in the front end of the indwelling needle tip during the exhaust process, and the indwelling needle was immediately replaced. Medical device brand name: bd intima-ii¿ closed IV catheter system. Medical device type: n/a. Medical device catalog #: 383033. Medical device lot #: 9077825. Medical device expiration date: 2022-04-27. Unique identifier (UDI) #: (B)(4). PMA / 510(k)#: n/a. Device manufacture date: 2019-03-18.

Event description:
It was reported that leakage occurred prior to use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: while preparing the indwelling needle catheter for the patient, leakage was found in the front end of the indwelling needle tip during the exhaust process, and the indwelling needle was immediately replaced.